Event description:
As reported by the user facility ((B)(6)) : device alarm 2002: the biomedical department received the pump with the message that it had given too much volume to the patient. The pump was set to 100 ml/h and a bag with volume 1200 ml was connected to the patient through the pump. After 4 hours the bag was empty. The biomedical department downloaded the log and could see that the flow was set to 100 ml/h. When they tried to turn off the pump at the biomedical department, they got the device alarm 2002.

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). Result of examination: the history log files of the received sample were read and analyzed. The therapy the customer complained about was not found on the reported day of event. Subsequently the infusomat space was subjected to a visual and functional examination. No external damages were found. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy, the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values are within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.